Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been seven other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A manager from a hospital reported that she heard another hospital had the same issue of a small piece of plastic found under the iol during an intraocular lens (iol) implant procedure. No further information is expected as we are unable to contact the reporter from the hospital where the specific event occurred.